Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with insulin pump error alarms and unexpected battery power loss due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Customer also reported battery issues. Blood glucose level at the time of the incident was not provided. The customer agreed to return the product for analysis.